Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported the patient underwent a surgical procedure on (B)(6) 2011 concurrently with hemorrhoidectomy, hysterectomy, and uterosacral ligament suspension due to incontinence. The patient experienced pain, urinary problems, recurrence, bleeding, infections, dyspareunia, erosion and organ perforation. The patient had a complication resulting in left bladder wall puncture. It was reported that patient underwent a removal of sling and repair of ventral vaginal fistula on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of mesh on (B)(6) 2012 due to the mesh erosion causing a hole between the bladder and vagina.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urethral obstruction.